Manufacturer narrative:
(B)(4). The equipment was not evaluated after the treatment because there was no indication that a malfunction caused or contributed to the reported issue. The clinic is reporting this event only and did not request field service or clinical support. An amo representative visited the site on (B)(4) 2014 for a normally scheduled preventive maintenance and did not identify any issues associated with the event. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
Customer reported that the patient underwent an uneventful ilasik on both eyes. Patient presented at one day post op with striae. Flap lifted and smoothed by surgeon. On (B)(6) 2014, visual acuity sans correction was 20/20 in the right eye and 20/25 in the left eye.